Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged during cardioversion of a (B)(6) year old male pt, with the device set at 200 joules, an arc was heard from the associated electrode pads attached to the pt. Complainant did indicate the pt's rhythm was converted and that there was no adverse effect to the pt due to the reported malfunction.